Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The health professional, reported the following event: during a humerus surgery, the plastic cover stayed on the button guide. To avoid a piece of plastic staying in the humeral shaft of the patient. We used a new guide wire.